Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A stroke does not indicate a potential manufacturing issue. A variety of factors could influence the onset of cerebral infarction/stroke, and a conclusive cause could not be determined. Cerebral infarction/stroke is a known potential adverse effect per device instructions for use (IFU). This event does not indicate a device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, a cerebral infarction occurred. The patient underwent rehabilitation and was reported to be in remission. No additional adverse patient effects were reported.